Event description:
A malfunction was reported, indicated by malf 23 code, and it was confirmed that the malfunction code was not resettable. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.